Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were unknown while wearing the pod for an unknown amount of time. It was mentioned that the pod was having issues connecting to glooko. It was also mentioned that they struggled to keep the pod in place and must replace more often than every 2 days. The patient was planning on being discharged today.